Event description:
User facility reported after replacing the cap, during process of venting the air, the syringe broke resulting in blood to spray into the mouth and eyes of the clinician. Clinician's mouth and face was cleaned with soap and water. Blood sampling for analysis was performed and a f/u sampling will be done in 3 months' time from incident. No permanent adverse effects to clinician reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.